Event description:
It was reported that during follow-up, an alert was noted for eol. From (B)(6) battery was at 2.68v and is now less than 2.20v. No therapies had been delivered. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.

Manufacturer narrative:
Premature battery depletion was confirmed. With an external power supply connected, the device tested normal and no source of high current drain was found. The battery was sent to the manufacturer and an internal battery anomaly was found.